Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the preparation of steerable guide catheter (sgc), leak was observed after de-airing the guide. Troubleshooting was performed and was unsuccessful. The sgc was replaced with another device to complete the procedure. The mr was reduced to grade 2 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.